Event description:
During use of the palmaz blue aviator plus stent delivery system (sds), the medial balloon could not be filled. There was no patient injury. Therefore, the operator withdrew the palmaz sds from the patient and replaced it with another manufacturer's product to complete the operation. The patient had renal artery stenosis which was being treated with the palmaz blue sds. The device will be sent for analysis.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of the palmaz blue aviator plus stent delivery system (sds), the medial balloon could not be filled. There was no patient injury. Therefore, the operator withdrew the palmaz sds from the patient and replaced it with another manufacturer's product to complete the operation. The patient had renal artery stenosis which was being treated with the palmaz blue sds. The product was returned for analysis. A non-sterile blue/aviator/plus 4x15/142p pk palmaz blue aviator plus stent delivery system (sds) was received for analysis inside a plastic bag. Per visual analysis, the stent of the unit was observed properly mounted on the balloon of the unit. No anomalies were noted. Per functional analysis a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A balloon leakage was observed coming from a rupture in the proximal section of the balloon. No other anomalies were observed. Per sem analysis the leakage on the balloon of the blue/aviator/plus 4x15/142p pk device revealed evidence of a ruptured condition and scratch marks near the damaged area on the balloon. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon likely led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device. No other anomalies were observed. A product history record (phr) review of lot 82186590 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-sds burst - in patient¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics, although unknown, may have contributed to the reported event as the presence of calcification is known to cause damage to balloons. The presence of calcification may have contributed to the event as evidenced by abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿contraindications generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant. Precautions prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.